Event description:
The reported problem that is under investigation is the region of interest (roi) tool for measuring density, in hounsfield units (hu), on computed tomography(CT) scans. The tool is not calculating property. The example provided was density measured in the ceter of the thalamus on a normal brain which should measure in the range of 40-50 hu only measured 14 hu.